Event description:
Information was received that the patients previous generator was able to be interrogated prior to surgery however session report received did not show the impedance status. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen during surgery to replace the patient's generator due to low battery. The high impedance was not seen prior to surgery since the generator could not be interrogated due to battery depletion. The high impedance was seen first on the replacement generator attached to the original leads. The pin-insertion of the lead was checked and re-inserted and still showed high impedance on the replacement generator, at which point the old leads were removed and the test-resistor was used with the new generator and showed impedance was still ok. Then, the leads were explanted and replaced and the new generator was used and impedance was within normal limits. The surgeon didn't note seeing any lead fracture in the explanted lead. The explanted devices have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that the device has been discarded. No additional relevant information has been received to date.

Manufacturer narrative:
Section d4. Suspect medical device lot#, corrected data: device lot# known and inadvertently not included in initial MDR prior to submission. Section h4. Device manufacture date (mo/day/yr), corrected data: device manufacture date known and inadvertently not included in initial MDR prior to submission.